Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, soft tube crush, vent deformation, insufficient angle, vent corrosion, and connector flooding were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite bronchovideoscope display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed from the suggested event that the defect of the image sensor unit, or the failure of the internal circuit board of video connector, or the system caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.